Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected batteries. Customer¿s blood glucose was unknown at the time of incident. Insulin pump display was scratched and hard to read. Customer stated that the buttons on insulin pump were not responding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The device powered up properly after the test battery was installed. No failed battery test alarm or battery out limit alarm noted. The device was able to rewind properly during testing. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the unit and passed. Device responded properly to button presses. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, cracked display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.